Event description:
It was reported a pt with a history of coronary artery disease presented to the hospital with congestive heart failure and a non st elevation myocardial infarction. Cardiac catheterization revealed 60 percent in stent restenosis of the left anterior descending artery, as well as 50 percent disease in the distal left anterior descending artery. The circumflex and right coronary arteries had insignificant disease. Ejection fraction was 57 percent with inferior hypokinesis and moderate to severe mitral regurgitation. The pt was treated medically and the arteriotomy site at the right groin was closed with an angio-seal device. The pt developed chills and diarrhea one day post discharge, approximately six days post cardiac cath. The pt was readmitted with fever, chills, diarrhea and new atrial fibrillation which was treated with IV diltiazem and anticoagulation. Subsequently, multiple blood cultures were positive for staphylococcus aureus bacteremia and was treated with broad spectrum antibiotics. The pt remained afebrile with an elevated white count. Four days later, the right groin was incised and drained; 10 ccs of pus was removed. The pt's rhythm spontaneously converted to sinus rhythm. At that time, an enlarging pseudoaneurysm of the right groin with oozing was noted by ultrasound and exam. The pt was scheduled to undergo vascular surgery for a vein patch repair. The pt was reported to be recovering.